Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia surgery, after closing the peritoneum, the remaining thread was cut off. The surgeon noticed that the needle was no longer on the remaining thread. An x-ray was performed and since no needle could be seen in the site, the operation was finished.